Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose ranged from 400 mg/dl to 500 mg/dl. The mother stated the customer's settings has been adjusted by their healthcare provider. The insulin pump will not be returned for analysis.